Manufacturer narrative:
The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited cross-talk over-sensing and recorded inappropriate pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) reviewed the data via latitude remote patient monitoring system and recommended further troubleshooting options. Additional information was received, stating that the device was reprogrammed. The device remains in service. No adverse patient effects were reported.